Event description:
It was reported that the tubing was pulled apart from the connecting hub, requiring a procedure for replacement. A flexima drainage catheter was selected for use, however, it was noted that the tubing was pulled apart from the connecting hub and was leaking urine. This required the patient to undergo a procedure for a replacement device.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was pulled apart from the connecting hub, requiring a procedure for replacement. A flexima drainage catheter was selected for use, however, it was noted that the tubing was pulled apart from the connecting hub and was leaking urine. This required the patient to undergo a procedure for a replacement device.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Investigation results: device/media analysis: the device was not received for analysis; therefore, product analysis could not be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.